Event description:
The customer called into philips to report that the device displays a non flashing red cross with an audio signal. There was no reported patient involvement / adverse patient impact.